Event description:
Left saline shell deflated. A 65 yr old white gravida 0 female status post left modified radical mastectomy after gel implants placed in 1968. No evidence of disease. Stage I, had staged reconstruction w/ 460:40cc mcghan bilumen implants placed 1/6/1988, subpectorally. Developed decrease in size, and contracture. Mammogram 2/94 within normal limits. Per report a little saline gone. Positive grade iii contracture. 6/9/94 surgery revealed deflated lt saline,w/ minimum bleed, w/ yellow moderately cloudy. Weight 440 gms. Thin capsule w/ moderate histocytes.